Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps (tf) cable was broken. The customer used a backup tf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use with no issue. The issue occurred when the surgeon was grasping the issue. The instrument did not collide with any other instrument or tool during the procedure. The issue was not related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. The was a cable visibly protruding from the distal end of the instrument. There was no fragment falling into the patient. There was no patient impact or injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it was unable to see a broken cable in the photo, but it does looks like the pitch cable is loose.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps (tf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Further investigation found dislodged flush tube guide at the proximal end in the housing. There was an audible noise coming from the instrument when it was handled. Visual inspection found the flush tube guide located in the luer plate. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.